Manufacturer narrative:
Device is a combination product. (B)(4). Stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the stent found that on the first two distal rows stent struts were stretched and pulled in a distal direction. The distal edge of the bumper tip showed signs of slight damage. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 08nov2016. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately angulated left circumflex (lcx) artery. After cannulation with a 6f guide catheter and a 0.014" guide wire crossed the lesion, pre-dilatation was performed with a compliant balloon catheter. Subsequently, a 3.50x28mm promus element ¿ stent was advanced but failed to cross the lesion. The device was removed from the patient's body. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.